Manufacturer narrative:
Follow-up #1: date of submission 05-sep-2018 device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2018 with the following findings: the keypad was found to be intact; no damage was observed. All keypad buttons were found to respond appropriately during testing. The complaint of a keypad response issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed cracks in the in the battery compartment and a crack in the cartridge compartment threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up button was under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.